Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure both the atrial and ventricular lead impedances were high when connected to the device. The device was replaced and all parameters were noted to be okay. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure both the atrial and ventricular lead impedances were high when connected to the device. The device was replaced and all parameters were noted to be okay. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.